Manufacturer narrative:
(B)(4). Information in section f10 was provided by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient squeeze at the exact moment of the capsulotomy beginning. Surgeon said that he removed the foot from the footswitch however, laser did not shut off and continue to fire starting the capsulotomy in the cornea for approximately 1.6 seconds. Surgeon said that it looks like 70-80% of first circle was completed. It was recommended no surgery today for this patient and to be evaluated for the next couple of days. Surgeon believe that this happened in the stroma only.

Manufacturer narrative:
Manufacturing site reported that the correct manufacturing date for sn (B)(4) is year october/2014 and not 12/12/2014 as provided in the initial report. Updated to mark both adverse event and product problem since during investigation it was found patient experienced corneal scoring. (B)(4). During investigation it was found patient experienced corneal scoring as a result of the event. (B)(4). Decrease in suction as during investigation it was found there was suction loss while laser was firing. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. A review of the patient database file and system log files was performed. The patient database file review shows a suction break while the laser was firing during fragmentation. There was a delay in vacuum loss detection as the majority of the capsulotomy was placed in the stroma, and the system did not detect the vacuum loss until 1.745s into the treatment. The reported issue of the laser continuing to fire after the doctor¿s foot was lifted was not confirmed. No field service visit was completed or required. The suction break and ensuing misplacement of the capsulotomy were due to patient movement, and not the result of a system issue. Based on the review of the log file following this patient and historical data for this system, there does not appear to be an issue with the footswitch. The system meets all amo specifications. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted.